Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a, g.4, h.6